Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blue line appeared at the bottom of the screen and screen was stuck also had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had frozen display, delivery was stopped. Customer stated that there was no response from any button. Customer stated that numbers were not ramping on their own. Customer stated they were able to clear the alarm and they were able to complete insulin pump rewind. Customer was performed self test and it was passed. Customer stated the scroll bar was not moving with no input. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0864 inches. No keypad unresponsive/button error alarm or unexpected resume noted during testing. No pump error 63 noted during testing, however, pump error 63 (variable 3) was present in the insulin pump trace download due to broken trace at pin on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.